Manufacturer narrative:
Device evaluation: user/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. The device evaluation for the evolution® biliary controlled-release stent - fully covered device of unknown lot could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file is related to (B)(4) / 3001845648-2023-00156 which captures the user error of the stent being fully deployed within the duct. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/label the instructions for use, ifu0062 which accompanies this device, instructs that ¿¿ the device is not intended to be deployed through the wall of a previously placed or existing metal stent¿¿. There is evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause was established. The user has not complied with the requirements of the IFU/label. From the available information it is known that a cook biliary stent was deployed within another cook biliary stent that was placed within the same procedure. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation according to the initial report a cook biliary stent was deployed within another cook biliary stent. Confirmed quantity of 1 device, confirmed used. The patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 22-nov-2023.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This record was initiated in relation to pr387545 / MDR ref#3001845648-2023-00156 as requested by the manufacturer on 11/8/23 jil01. Physician performed a sphincterotomy. Jag .035 wire was advanced into the duct and advanced beyond the stricture. The evolution biliary stent was advanced over the pre-positioned wire guide through and beyond the stricture. Once the position of the delivery system and stent was confirmed, deployment of the stent began. The user, by mistake, fully deployed the stent within the duct. As per the attached xray the proximal end othe stent failed to fully open. The clinican believes the stent should have fully expanded as the stent was deployed above the stricture. The delivery sytem is being returned, however the stent is unable to be returned. This file will capture user error -stent in stent placement. As per patient outcome information, ¿another stent (g23134) was deployed within the original stent.¿